Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, with ketones present of 2.5 while wearing the pod on the back between 36 and 48 hours. The patient noticed the adhesive was loose and the cannula had dislodged from the infusion site. The patient consulted the doctor at the rehabilitation center where he was admitted (unknown reasons) who administered a manual insulin injection through a pen and applied a new pod as treatment.